Event description:
It was reported during line change, the clinician connected the device to the pt and observed that it was leaking around the snap tab (pull poppet). Reportedly, another transducer was primed and the leaking device was removed from the pt. It was further reported that there were no pt complications.

Manufacturer narrative:
The device was not returned for eval.